Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the device is without anchors or suture. No visible damage in the image. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor has become detached from the device while the t2 anchor is still attached to the device as manufacturer intended. The deployment needle is in the t2 pre-deployment position. No visible damage to the device. A functional evaluation revealed the device functioned as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during meniscus repair procedure, using fast-fix 360 curved ndl delivery sys, the t2 implant was not found in the device. The procedure was finished with a smith and nephew backup device. Unknown if occurred a surgical delay. Patient injuries were not reported.